Event description:
The customer stated that her blood glucose readings had been higher than usual. While troubleshooting, she performed control tests and received a result of 195 mg/dl. The normal control range was 99-137 mg/dl. No adverse events were alleged. The customer used the last of her test strips while troubleshooting. No product will be returned for evaluation.